Event description:
It was reported by service report that the bed shocked a nurse due to damaged power coil cable. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Power coil cable. The customer confirmed that no serious injury occurred. The customer stated that no incident report was filed and an EKG of the nurse associated with the alleged event did not indicate any negative consequences. Medical intervention. MFR's investigation is still ongoing; if add'l info is rec'd, a f/u report will be submitted.